Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, ¿the hernia sac was palpable above the umbilicus. A medium circle ventralex mesh was placed into the intra-abdominal position and tacked to the underside of the fascia using sutures.¿ (B)(6) 2014 ¿ patient had pain and was diagnosed with recurrent umbilical hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿circumferential mesh was found attached to the anterior peritoneal wall was removed. The fascia defect was found inferior to the mesh. Omental adhesions were taken down. The omentum showed signs of hyperemia and inflammatory change. A synthetic mesh was placed into peritoneal cavity and tacked to abdominal wall.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier and date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be the best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.